Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Action taken with dianeal therapies was not reported. The patient was hospitalized for the event. The cause of peritonitis was unknown. On an unreported date, the patient was treated with injection vancomycin (2gm weekly once for 2 weeks) ip and injection fortum (3 exchanges of 250mg in each bag daily for 14 days) ip for peritonitis. The patient was still in the hospital. The patient was recovering from this peritonitis event.